Manufacturer narrative:
The device remains implanted; therefore, a device eval cannot be performed. The cause of the reported malfunction is undetermined. The february 2008 15-month ultraflex esophageal stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
An ultraflex covered ng esophageal stent was placed in 2008 (patient age, gender and weight unknown). According to the complainant, after the stent was placed, the physician "discovered [that] the proximal end [of the stent] did not open properly... Several rows of the stent [wires] were intertwined and made a lump into the lumen of the stent. [The physician attempted] to straighten [the stent] out by pulling it and dilat [ing] it with a balloon [model and manufacturer unknown], without success." A second stent [model and manufacturer unknown] was placed approximately a week later. The patient's condition was reported as "stable". "